Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) identified a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to have a hemostatic valve separation. A carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was returned to bwi labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A such, this new complaint was created to investigate and report the malfunction found, although no specific event details are available. The issue of ¿hemostatic valve separation¿ is considered an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, magnetic sensor functionality, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal action were identified. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).